Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Complaint conclusion: as reported, a 6/7f mynxgrip vascular closure device (vcd) balloon ruptured at the second stop (arteriotomy). A pre-procedural femoral angiogram was performed and no pvd/calcium was present. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The black marker on the inflation indicator was fully exposed during prep. The stopcock was opened when the balloon was at the arteriotomy. No resistance was felt while inserting the device. No resistance felt while pulling back. No unusual force applied while shuttling down/retracting. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not extended. The patient was noted to have recovered. The device was not returned for analysis. A device history record (DHR) review of lot f1801001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics and/or the condition of the sheath most likely contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
As reported, a mynxgrip vascular closure device (vcd) balloon ruptured at the second stop (arteriotomy). A pre-procedural femoral angiogram was performed and no pvd/calcium was present. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The black marker on the inflation indicator was fully exposed during prep. The stopcock was opened when the balloon was at the arteriotomy. No resistance was felt while inserting the device. No resistance felt while pulling back. No unusual force applied while shuttling down/retracting. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not extended. The patient was noted to have recovered.